Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported damaged board, which was reproduced during evaluation. Visual inspection found the cause was a burnt radio printed circuit board. Evaluation has determined the device to be unserviceable for the observed failures. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a damaged board. There was no known patient injury or medical intervention associated with this event. No additional information is available.